Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis and an unspecified infection. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather, the patient was cancelling their pd order. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient went to the hospital and was admitted with peritonitis. During the hospitalization, the patient had a pd culture obtained which generated growth of the bacteria methicillin sensitive staphylococcus aureus (mssa). The patient was treated with antibiotic therapy using intravenous (IV) cefazolin 1 gram every 24 hours. Additionally, the patient underwent removal of an infected pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange and an infected pd catheter (not a fresenius product).

Manufacturer narrative:
Correction: d1, d4.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis and an unspecified infection. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather, the patient was cancelling their pd order. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On 27/jan/2023, the patient went to the hospital and was admitted with peritonitis. During the hospitalization, the patient had a pd culture obtained which generated growth of the bacteria methicillin sensitive staphylococcus aureus (mssa). The patient was treated with antibiotic therapy using intravenous (IV) cefazolin 1 gram every 24 hours. Additionally, the patient underwent removal of an infected pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange and an infected pd catheter (not a fresenius product).